Event description:
It was reported that the blood glucose reading on the home screen differed from the reading after the user unlocked the screen. There was no adverse impact to the customer¿s blood glucose level. The customer resorted to using an insulin pen as a backup, and the pump was replaced.